Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated at customer site. No defect was observed during visual inspection. A review of the alarm log identified an occurrence of failure code 38, confirming the reported condition. Failure code ¿38¿ was also found during power on self-test. The assignable cause was determined to be damaged force sensing resistors (fsr). The device was swapped as a corrective action. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that failure code ¿38¿ was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient involvement. No additional information is available.